Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024, the patient went to the emergency room with concern for a possible driveline infection. A blood culture was performed at that time which was negative. The patient white blood cell count was elevated and a computed tomography scan (CT) showed mild soft tissue thickening and stranding about the driveline but no fluid collection. By (B)(6) 2024, the patient was experiencing pain, redness, and pressure ulcer at the driveline site. On (B)(6) 2024, the patient had an incision and drainage surgery for what was determined to be a staphylococcus aureus driveline infection. The patient was then admitted on (B)(6) 2025 due to continuation of the infection. The hospital transplant team performed an incision and drainage surgical procedure on (B)(6) 2025. The patient then had another incision and drainage procedure on (B)(6) 2025 with antibiotic bead placement and relocation of the driveline. The patient was to be placed on intravenous therapy antibiotics until (B)(6) 2025, at which point the patient was to be swapped to oral antibiotics for as long as the patient remained on the ventricular assist device.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. A specific cause for the patient¿s driveline infection could not be conclusively determined. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.